Event description:
It was reported that an asymptomatic patient presented in clinic for a routine follow up. The pulse generator exhibited a diagnostics anomaly. A device download was successfully performed and the patient would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.